Manufacturer narrative:
Batch # 24089215, 24109021. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking. The following information was received by the initial reporter with the following verbatim: customer stated in a meeting that they have had 6 issues this past week with texium set leakage at the texium component. Lots 24089215, 24109021.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. The production history was analyzed for batch # 24089215 and there were no issues found during quality inspections that would lead to this issue. The production history for batch # 24109021 had a quality notification that could have led to said leaks and could be considered as a possible root cause even though the issue has been resolved. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.

Event description:
Codes update.